Event description:
Customer reports receiving low readings over a period of time and mistreating herself by not taking the proper amount of medication needed based on these readings. Due to this mistreatment, customer is claiming deterioration in her vision and now requires laser surgery in one eye. Customer was placed on stronger medication to help stabilize glucose levels. Customer compared her freestyle flash meter to another brand meter and to her dr's other brand meter to find that it was reading lower.